Manufacturer narrative:
No injuries or procedural delays/cancellations were reported. At the conclusion of the patient procedure, the table was positioned in the trendelenburg orientation. The or staff attempted to move the table into a different table position, however the table hand control was unresponsive to the user's commands. The or staff did not use the table's auxiliary backup hand control located on the 5085 surgical table upon discovery that the primary hand control was not operational. The steris technician confirmed the facility is aware of the table's auxiliary backup hand control's location and function should the primary hand control become inoperable. A steris service technician arrived at the user facility, inspected the surgical table and hand control and confirmed the hand control would not respond to user commands. The technician found the table hand control housing was damaged and slightly separated. The technician then inspected the 5085 table and confirmed the table's auxiliary back-up hand control was operational and working to specification. The table was installed in september of 2013 and is not under a steris service contract. The table is maintained by the user facility's biomed department. The facility's biomed was made aware of the reported event, and will order a replacement hand control for the 5085 surgical table.

Event description:
The facility reported that at the conclusion of a patient procedure, the 5085 surgical table did not respond to hand control commands. The or staff transferred the patient from the table and removed the table from service pending further inspection.